Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert, alert 07, was noted in the pump history around the time the issue began. There was no adverse impact to the customer¿s blood glucose level. The issue resolved on its own, and the pump began charging without the customer changing the charging supplies. Consequently, no further assistance was required.